Manufacturer narrative:
A.1.-a.5. There is no report of any patient involvement. H11: livanova deutschland manufactures the essenz hlm. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report that, during priming, an essenz hlm pump did not work and displayed "---". Medical team opted for hard reboot of the pump and this fixed the issue. There was no patient involvement.

Manufacturer narrative:
H11: essenz cockpit log files were retrieved: analysis revealed an improper cockpit profile distribution, which led to the display of dashes ("---") for the claimed pump values. No pump malfunction nor any interruption of perfusion was highlighted from log file. Consequently, the reported event was re-assessed as a non reportable event, since no product malfunction/failure occurred.

Event description:
See initial report.